Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The patient began to experience pain, which was later revealed to be an abscess that had developed 30 days after the gel was placed and less than one week after starting radiotherapy (xrt). Perineal gangrene occurred, necessitating wound debridement. The patient nearly died from sepsis but has stabilized with antibiotics. The patient's radiation therapy has been delayed. The patient will reconsider the full course of treatment after the anatomy appears to normalize and the fluid has been reabsorbed.